Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "spring bar bent during screw removal. Was unable to lock the spring bar. One side only. The doctor put on a new plate and locked great."